Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2015. The vad coordinator reported that the patient had a hemorrhagic stroke, which caused some altered mental status, and he was admitted to the ICU. He continued to have more events during his admission until he was unrecoverable. There were no device related issues. The patient was not on anticoagulation therapy at the time, due to a previous hemorrhagic neurological event. The pump was functioning as expected.

Manufacturer narrative:
Approximate age of device: 3 years. A root cause for the reported event could not be determined through this evaluation. The pump was not explanted and was buried with the patient. A review of the device history record revealed that the device met applicable specifications. The instructions for use list bleeding and stroke as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing the file on this event. Placeholder.